Event description:
It was reported that a malfunction occurred on the customer's pump. The customer's blood glucose reached 402 mg/dl. No adverse impact to the customer's blood glucose level was noted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.